Event description:
The dealer reported that the egg switch is not working. This issue could leave a user stranded in an unwanted position as the egg switch controls a seating function - tilt or elevating leg rests.